Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead was unresponsive. Therefore, technical services (ts) reviewed the data and found that there was an unusual ventricular pacing morphology. Ts suspected possible loss of capture (loc) on the rv lead. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This report is being submitted to update section b5, e1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead was unresponsive. Therefore, technical services (ts) reviewed the data and found that there was an unusual ventricular pacing morphology. Ts suspected possible loss of capture (loc) on the rv lead. No additional adverse patient effects were reported. This lead remains in service. Additional information indicated that this patient was hospitalized due to the possible loc. Device was interrogated and all parameters were in range. It was also determined that the syncope was related to orthostatic hypotension or autonomic dysfunction. The physician recommended to slightly increase the salt and maintain the fluid restrictions and remain on heart failure medication. The physician indicated that the syncope was not related to device or lead function. No adverse patient effects were reported. This lead remains in service.